Manufacturer narrative:
In response to medtronic¿s request for device return, no device was received for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported in literature article ¿surgical implantation of the sophono transcutaneous bone conduction system,¿ published in operative techniques in otolaryngology 25 in 2014 that within a month of surgery to implant a sophono transcutaneous bone conduction system, a pediatric patient developed an infection requiring oral antibiotics. The patient had limited skull thickness and difficulties with skin irritation (was a 4 on the holgers index for classifying baha site skin reactions). A revision surgery was perform in which a piece of alloderm of 2 x 4 cm2 and 1.04-2.28 mm thick was placed over the implant to effectively provide increased soft tissue protection. This resulted in an outstanding result with no further skin irritation and extended device use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.